Manufacturer narrative:
(B)(4).

Event description:
Additional information found it was further reported the stimulation system was ¿causing her a lot of infection.¿ it was further stated the battery ¿was able to leak.¿

Event description:
It was reported that approximately six weeks after implant, the patient¿s lead wires "broke loose". The patient told her hcp that she was in pain and was told to keep trying to adjust the therapy with her programmer to correct the issue. It was reported that it felt like there were "cigarette butts being burnt on her back" even though the ins was turned off. The patient stated she had been in pain for 2.5 years and now the top of her back was being affected because the bottom of her back was so bad. It was reported that a manufacturer representative met with the patient and confirmed that the lead wires had broken loose from the "box" and she was scheduled for repair two weeks later, however, she developed a bad sinus infection and the hcp told her, she should not have surgery while experiencing an infection. The patient didn¿t know how this was going to be fixed and experienced anxiety as a result. The patient was rescheduled a second time but couldn¿t make it, and on the third time, the patient developed an inner ear infection and the hcp recommended not having surgery. It was reported that the hcp then refused to schedule any more surgeries. The patient had not seen her pain doctor in six months and her primary care physician had been prescribing her oral pain medication to deal with the pain from the loose wires. It was also reported that the patient had a severe limp in her right leg from the event. It was later reported that the patient had experienced burning at the ins site for the first three months, and the ins site was swollen and had been causing problems ever since. It was reported that the patient was having severe pain, her muscles were ¿spazzing¿, and her spine was an s-shape. The patient didn¿t know where the leads were located and wanted the device explanted.

Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).